Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump. The hcp reported that the patient came in today for a refill and patient had an magnetic resonance imaging (MRI) done (B)(6) 2025 the pump logs show the pump did not recover. Agent reviewed telemetry state and the hcp did verify that the pump logs did show recovery after the refill. The hcp stated that they did get the expected volume amount back when the pump was emptied before refill. The hcp called back later and stated that he had decreased the pump dose since they were not sure the patient had been getting the medication since the MRI and since the pump shows motor stall recovery today. The patient had experienced some symptoms. The hcp stated that they would be bringing the patient back tomorrow to increase the dose after telemetry state questions were addressed.